Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 25 mg/dl at the time of incident and 29 mg/dl. Customer stated that emergency medical service came in last night and also unconscious last night. Customer was treated with intravenous glucose. Customer was using auto mode. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.